Manufacturer narrative:
Correction: please retract this report 2017865-2023-49603. Upon review, the lead should not have been submitted as a medical device report (MDR) as the product could not be implanted due to patient anatomy and there was no known product malfunction.

Event description:
It was reported that patient presented for an implant procedure. During procedure it was noted that the right ventricular lead was exhibiting failure to sense. The procedure was completed using a different lead. There were no patient consequences.